Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure for left atrial flutter with an intellanav mifi open-irrigated catheter, a high temperature error occurred when they came on ablation. The physician removed the catheter and noticed that the tubing had broken off. The procedure was completed with another intellanav mifi open-irrigated catheter. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. There was dried body fluid found on the luer tube and handle. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermocouple/magnetic sensor resistances measured in specification and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. A lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure for left atrial flutter with an intellanav mifi open-irrigated catheter, a high temperature error occurred when they came on ablation. The physician removed the catheter and noticed that the tubing had broken off. The procedure was completed with another intellanav mifi open-irrigated catheter. No patient complications occurred. The device has been returned for analysis.